Manufacturer narrative:
D10, h3, h4: additional information. Manufacturer investigation conclusion: the reported event of alarms while connected to the mobile power unit (mpu) was not confirmed as the alarms were not reproduced during testing of the returned mpu. No log files were submitted for review. The mpu was returned to the european distribution center (edc) and evaluated. The returned mpu functioned as intended during analysis and no alarms were produced. It was observed that the patient cable was dirty; the patient cable was replaced and forwarded to product performance engineering (ppe) for further analysis. The mpu was then functionally tested and passed all tests without any issues. Ppe evaluation of the patient cable did not reveal any issues that would have resulted in the reported event. The patient cable was connected to a test mpu, system controller, and mock circulatory loop without any issues or atypical alarms produced, including when the patient cable was manipulated by hand. The integrity of the wires in the mpu patient cable were evaluated and no issues were observed. The device history records were reviewed and the records revealed that the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2015. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms while connected to the mobile power unit (mpu) was not confirmed as the alarms were not reproduced during testing of the returned mpu. No log files were submitted for review. The mpu was returned to the european distribution center (edc) and evaluated. The returned mpu functioned as intended during analysis and no alarms were produced. It was observed that the patient cable was dirty; the patient cable was replaced and forwarded to product performance engineering (ppe) for further analysis. The mpu was then functionally tested and passed all tests without any issues. Ppe evaluation of the patient cable did not reveal any issues that would have resulted in the reported event. The patient cable was connected to a test mpu, system controller, and mock circulatory loop without any issues or atypical alarms produced, including when the patient cable was manipulated by hand. The integrity of the wires in the mpu patient cable were evaluated and a broken 8 pin in the white power cable lemo connector was found which did not impact the functionality of the mpu. The root cause of the reported event could not be conclusively determined through this analysis. There was an incidental finding of a broken pin 8 in the white power cable lemo connector and there was damage to the mpu battery door.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit had a broken battery door.